Event description:
The customer observed falsely elevated alinity I high sensitive troponin results for one 81 year old female. The following data was provided: sid (B)(6) initial result 140 ng/l, rerun on same analyzer 4.9 ng/l, rerun on other analyzer 4.5 ng/l (customer normal range for female 21 years old and older is <14 ng/l). Customer ran specimen on their other analyzer and that resulted with 4.6 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
During troubleshooting, service reviewed the modules log and observed that multiple aspiration errors were occurring somewhat frequently and none of the probes had been replaced since the module was installed. The alinity pipettor probes was replaced and deemed the cause for the false elevated troponin results. The module function was verified with a control/precision run and the issue was considered resolved with the replacement of the alinity pipettor probes. No additional false elevated troponin results were reported pre or post the current event was identified. Trending review did not identify any trends for the issue under review. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no deficiency was identified.this issue was previously reported under MDR number 005094123-2023-00056 under a different suspect device.